Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the screw fractured during implantation.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The fracture occurred within the 1st full turn at the base of the threads. Sem analysis of the bone screw sample showed that it fractured due to torsional overload. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: catalog #00875705402, acetabular shell, lot #63345018; catalog #00875101132, liner. Lot #62964814; catalog #00625006515, bone screw, lot#63252305; catalog #00625006525, bone screw, lot #63289707; catalog #00771301100, femoral stem, lot #63249203; catalog #00784802300, kinectiv neck, lot #63223026; catalog #00625006520, bone screw, lot #63301505; catalog #00801803202, versys femoral head, ot #63403474.